Event description:
It was reported, that this pacemaker device exhibited oversensing on atrial channel. Patient also reported, symptoms of burning sensation in his chest the previous night. Upon review, it appeared that atrial tachycardia response (atr) episode was inappropriate, due to far-field oversensing. Hcp stated, that patient did have episodes of oversensing in past. Technical services (ts) recommended reprogramming options. This device remains in service. No adverse patient effects were reported.